Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek vantus meter (B)(4) and a lab using an unknown reagent. At 1:30 pm, the customer tested by fingerstick on the meter and the result was 4.7 inr. At 2:13 pm, the customer tested by fingerstick on the meter and the result was 4.5 inr. At 5:15 pm, the customer had a lab test and the result was 3.1 inr. The customer tested again on the meter after having the lab test and the result was 4.9 inr. The exact time of this test was unknown but was within 7 hours of the lab test. The customer has a therapeutic range of 2.5-3.5 inr. The customer returned the meter only for investigation. The returned meter was tested with master lot strips and a quality control. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. The alleged result of 4.7 inr was not found in the meter patient result memory. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.